Event description:
It was reported that the patient presented for a system upgrade. During the procedure, the right ventricular setscrew of the pulse generator appeared to be stripped. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.